Event description:
The olympus representative reported on behalf of the customer that the two single use repositionable clips could not be deployed during the diagnostic esophagogastroduodenoscopy (egd) procedure as the clear sheath was broken at the proximal end. The procedure was prolonged by 15 minutes and resulted in more blood loss than necessary as a result of the issue. The procedure was completed with a third clip and the patient was then transferred for observation due to the blood loss. Related patient identifier: (B)(6) single use repositionable clip (hx-202ur / 37k).

Event description:
This supplemental report is being submitted to include additional information received. The patient was transferred to the hospital for observation due to the blood loss and did require another procedure to stop the bleeding.